Manufacturer narrative:
For off-label cases add the following statement prior to the training manuals review paragraph: the device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (no calcification or structure that the valves could have held on to) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in australia, during a transcatheter pulmonic valve replacement (tpvr) procedure using a 29mm sapien 3 valve via transfemoral approach, after valve deployment, the valve embolized into the right ventricle (rv). The implanter tried to inflate the balloon inside of the valve to move the valve back to the pulmonary annulus, but it embolized again. Multiple stents were implanted to secure the valve in the pulmonic annulus, with apparent success. Afterward, a valve-in-valve procedure was performed with another sapien 3 valve, and it was successfully deployed, but both valves were embolized together. The procedure was converted to open heart surgery to remove both valves and the stent complex. The patient showed no symptoms at any point was hemodynamically stable throughout the whole case and was stable after the procedure. Patient demographics were not able to be obtained. The perceived root cause of the event was that there was no calcification or structure that the valves could have held on to.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00065.

Manufacturer narrative:
Update to b5.

Event description:
Additional information was provided that after both valves were explanted, a surgical valve was implanted. The patient showed no symptoms at any point and was hemodynamically stable throughout the whole case and was stable after the procedure.